Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a gradual increase in shock impedance measurements, including high out of range measurements. It was reported the increase in shock impedance coincided with a change in treatment for a non-device related condition. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.